Event description:
Pta balloon dilatation catheter burst while placing stent. The two became tangled. Radiologist was able to free and remove the balloon, a new stent and catheter used, but it broke upon inflation. It was necessary to leave the stent in the right iliac artery, but lower than where the lesion was. It was felt by the end of the entire procedure that the artery was properly expanded and that a new stent was placed in the correct position. There are no future problems anticipated for this pt in regards to this procedure.